Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The patient reported having pain in their legs and unable to walk. This occurred daily. The patient went in to have the implantable neurostimulator (ins) implanted and the health care professional (hcp) could not get the ins completely in. They removed the ins and the patient currently did not have an ins. They put it in and could not put it in, it stimulation all kinds of things. It stimulated all of the lower extremities from the hips down and their feet and ankles were really bad, their knees could not hold them, they indicated being a "complete mess" the patient could not stand up. Additional information was received on (B)(6) 2015, and it was noted that the inability to implant the ins was due to anatomy and the patient would be seeing a spine surgeon. The patient's inability to stand up had been resolved. If additional information is received, a follow-up report will be sent.